Event description:
It was reported that the procedure was treating a mildly tortuous, heavily calcified, 90% stenosed, restenosed lesion in the proximal left anterior descending coronary artery. During pre-dilatation with the 3.5x12mm nc trek balloon dilatation catheter, the balloon ruptured at 12 atmospheres during the second inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.